Manufacturer narrative:
One (1) used list# lat-d1000, conector tego was returned for evaluation. As received, a sunk seal was observed, however no tear damage or collapsed seal was observed, no occlusion in fluid path was confirmed either and no mating device was returned for evaluation. The returned tego was leak and vacuum tested and this met the product specification. Complaint of resistance was felt cannot be confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a conector tego¿ was found to have been occluded during patient use. It was reported that during catheter salinization, resistance was felt in the red lumen, so it was necessary to change the tego connector. The reporter stated that the sample is available for evaluation. There was no patient harm reported.